Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that controller (B)(6) was exchanged and discarded due to wear and tear on (B)(6) 2023 due to faded green light difficult to see, dull alarms. (B)(6) was patient¿s back up controller at the time of the exchange. Instead of putting patient on a worn-down controller, a new controller (B)(6) was given to the patient as primary controller.

Manufacturer narrative:
Section d6a: date of implant is not applicable for heartmate 3 system controller. Manufacturer's investigation conclusion: the reported events of the heartmate 3 system controller (serial number: hsc-087523) having a dim green led and dull alarm audio could not be confirmed as the product was not returned for analysis. Log files pertaining to this controller were not submitted for review, and provided information indicated that prior to its exchange, it served as the patient¿s backup controller. The root causes of the reported events could not be conclusively determined through this evaluation. Review of the device history record for the heartmate 3 system controller, serial number hsc-087523, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 5 ¿¿¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.